Event description:
It was reported that there was a limited or imprecise motion issue with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and the reported event with the instrument could not be replicated or confirmed. The instrument was tested on an in-house system and successfully completed three cutting tests, as well as recognition and engagement testing. The instrument demonstrated full range of motion in all directions, with blades opening and closing properly, and was found to be fully functional with no product-related issues identified. A review of the site's system logs for the reported procedure date was completed by a regulatory post market surveillance (rpms) quality engineer. Investigation revealed the following possible related system errors: error 22021 "grip calibration failed on universal surgical manipulator (usm) 4 with inserted tool: mcs (monopolar curved scissors / 8x19) (failure reason: insufficient torque change)". While a definitive root cause cannot be established since the reported complaint was not replicated during in-house testing, the potential root cause for this failure can be attributed to insufficient torque detected on the mcs instrument leading to grip calibration failures. The mcs was replaced to complete the procedure.

Event description:
Refer to h11 for follow-up information.